Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental is being filed to correct the previous decision as there is no reportable allegation against the product itself. Boston scientific does not consider this to be a reportable event.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted. Additional information from the field representative indicated that the pacemaker was not involved in the infection allegation. There were no additional adverse patient effects reported. The pacemaker was explanted.